Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] ¿inspection of air/water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage on up/down knob, water tightness is lost. In addition to the nozzle had clogging due to insufficient cleaning, the additional evaluation findings are as follows: due to clogging of nozzle, water removal ability did not meet the standard value; adhesive around the objective lens and the light guide (lg) lens is peeled; due to corrosion on endoscope connector, e216(scope communication errof) occurs; adhesive on bending section cover has a chip and a white-clouded area; switch 1 had a scratch; switch 4 had wear; protector of universal cord on suction connector side had a scratch; plastic distal end cover has a dent; and the connecting tube had a scratch and wrinkle. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the pre-cleaning and the air/water nozzle was flushed with air and water. According to the customer, it is unknown when the foreign material adhered to the nozzle, nozzle is cleaned with lint-free cloths/brushes/sponges, the air/water nozzle is flushed with detergent solution, or if there were abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had an air leak at the right/left angle. There was no patient harm associated with the event. The device was returned and evaluated, and the nozzle had clogging. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.